Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign source: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that after a temporomandibular joint procedure, the patient underwent a procedure to correct for luxation of the implanted joint by repositioning the mandible component. The procedure was successful in making the implant functional. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The issue was reported to the designer of the device, 3d systems, and an investigation was conducted. 3ds reported that by comparing the planned joint position and the post-operative patient anatomy, it was determined the post-operative right fossa component is slightly shifted anteriorly and rotated downward. The mandible component is in the correct position. A follow-up surgery was performed, where the mandible component was repositioned and the joint was functional thereafter. All process steps were conforming to the requirements of the relevant work instruction procedures. Surgery was postponed due to hospital planning issues and occurred on a later date. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.